Event description:
On (B)(6) 2010, pt's husband reported pt farms and it has been extremely cold. He stated when she comes in, condensation forms on the inside of the insulin cartridge compartment. Husband reported it is enough to turn upside down and it drips out into his hand. Husband stated she cleans it out with a cotton swab; this has happened several times. Husband reported the pt stores the infusion device in the front bib pocket of her overalls. Husband stated the water is in the cartridge compartment; not on the display or in the battery compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.